Event description:
Customer complained that the brakes would not work properly and the casters would swivel when brakes were engaged.

Manufacturer narrative:
The technician replaced the brake steer caster, which resolved the issue. The bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.